Event description:
Customer reported that the green light is on when the alarm is attached to the pad, but the alarm will not sound when pressure is removed from the pad. The alarm was also disconnected from the pad, but did not sound. The alarm sounded when volume was pressed. Customer is not aware of the type of pad that is being used or how long it has been in use. Additional information was received: patient found wandering in the room with fall alarm activated and light flashing green, but not alarming. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: the unit was evaluated upon receipt and passed all functional tests and no mechanical failures were found. Additional investigation found that the clinician likely inadvertently pressed a control button while opening the battery door to power down the unit, causing the unit to lock and not to recognize the sensor input. Once the alarm reset, it resumed normal operating functions. Note: the instructions for use for this alarm state that the alarm functions must be checked every time before leaving a patient unattended. However, the alarm was not tested as instructed, and as a result, the patient was able to get off the chair without the alarm going off. Manufacturer references file # (B)(4).